Event description:
A technician reported that during lasik surgery, a scanner error stopped the laser at sixty percent through procedure. The pt's flap was replaced and technical services recommended restarting the laser, and the procedure was completed on the same day. During follow up, it was noted that the pt did not have a reduction in visual acuity.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).